Manufacturer narrative:
S/w version 6.5v retainer ring = black pump case = ngp customer returned pump for alleged failed battery test, battery last less than expected, and high bg found on 31-aug-2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No unexpected battery alerts or failed battery test alerts noted during testing. Successfully downloaded history files and traces using thump. Several failed battery test alerts were found from 27-aug-2023 from 14:01:07.00 to 31-aug-2023 at 06:25:53.00. No unexpected battery alerts noted in the history file or traces on or near the event date. Test p-cap locked into the reservoir tube successfully. The pump was cut open and found evidence of moisture damage on the pcba 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube). Failed battery test and battery last less than expected were not confirmed during testing. Battery last less than expected was not confirmed in the history files or traces. Pump passed full functional and displacement accuracy test. Unable to confirm high bg. Pump exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple failed battery alarms. It was reported that the customer experienced hyperglycemia which had been treated with insulin pump. Troubleshooting was performed and the insulin pump had alerted a battery failed alarm even after using a new battery cap. The customer will discontinue using the insulin pump and it will be returned for analysis.